Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump audio stopped working since (B)(6) 2018. The audible beeping for alarms stopped in (B)(6) 2018. The device alarmed a hardware low level failure during self-test. The customer¿s blood glucose during the incident was 115 mg/dl. The device will be returned for analysis.